Event description:
It was reported that the patient received four inappropriate shocks for t-wave oversensing. The patient has a subcutaneous implantable cardioverter defibrillator (s-ICD) and micra pacemaker. Boston scientific technical services (ts) was contacted. The clinician increased the ventricular fibrillation (vf) zone from 230 to 250 bpm which helped, however noted the atrial fibrillation (af) episodes still showed t-wave oversensing. It was noted that when the patient was in sinus rhythm below the pacemaker's lower rate limit of 70 bpm, there ws good sensing. However when the pacemaker was pacing the patient t-wave oversensing was seen. A manual setup was performed and smartpass was turned back on. Ts discuss options for further testing of sensing vectors. The clinician programmed the s-ICD off and planned to perform further testing. The s-ICD remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the s-ICD was programmed back on and no adverse patient effects were reported.